Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
See svns (B)(4) for additional information. Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer used juice and was given glucose gel, soda, and intravenous d5 to treat. The customer experienced symptoms such as being unresponsive. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer also reported issues with no delivery alarms and highs. The insulin pump will not be returned for analysis.